Event description:
Information received from the field notes that during a routine follow-up, bipolar atrial lead impedance was 1825 ohms. An x-ray revealed lead fracture. The device was programmed to 50 ppm in vvi mode. The patient was in atrial tachycardia at about 106 bpm with ventricular conduction. The physician will leave the device in vvi mode.